Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted to the hospital on (B)(6) 2021 for right heart failure and peripheral edema. The patient had a carperitide infusion, a diuretic adjustment, and salt restriction. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient was admitted from (B)(6) 2021 to (B)(6) 2021 for right heart failure. The patient had symptoms of peripheral edema. The patient was treated with carperitide infusion, diuretic adjustment, and salt restriction. It was determined that it was highly possible that the cause of the event was due to excessive fluid intake; however, the relationship with the device could not be denied. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists right heart failure and many other adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU warns that right heart failure can occur following implant of the pump and can limit the effectiveness of the lvas due to reduced filing of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 12mar2021. No further information was provided. The manufacturer is closing the file on this event.